Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure this left ventricular (lv) lead was implanted into the existing cardiac resynchronization therapy defibrillator (crt-d) and exhibited high out of range pacing impedance measurements of greater than 2000 ohms in true bipolar configuration. When the lead was tested using the pacing system analyzer (psa) it yielded within range but higher impedance measurements of 1500 ohms. When placed back into the crt-d and programmed to extended bipolar configuration the impedance measurement was 1015 ohms. The lead was then tested again in true bipolar configuration and yielded the same out of range impedance measurements of greater than 2000 ohms. The physician opted to program the lead lv tip to can with an impedance of 1061 ohms with good sensing and threshold measurements. The new lv lead remained implanted with the existing crt-d. No adverse patient effects were reported.